Event description:
During a revision surgery - pt's screws construct needed to be elongated - the surgeon noticed metal abrasion while bringing in the screw set. After an inspection of the set screw and of the pedicle screw tulip, the surgeon noticed that a few threads of the tulip had been sheared off and others had been heavily deformed. He needed to replace the implanted pedicle screw with another one. Reference MFR# 3005180920-2014-00004.